Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
Report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the surgeon experienced difficulty pulling out the compact speed reducer device after creating a hole in the bone. The device was used together with the motor device. According to the reporter, once the surgeon attempted to pull the device out by force, he mistakenly moved the knurled knob, and the device and the motor device were disconnected from each other. The reporter stated that the compact speed reducer device remained contacted to the bone, but the motor device was isolated from the compact speed reducer device. There were no delays to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the perforator was stuck inside of the bone when it separated from the motor device. However it was successfully removed. According to the reporter, as the compact speed reducer device was connected with the motor device, the perforator was removed by holding the compact speed reducer device. It was confirmed that the perforator came apart from the motor device as a result of user error. It was reported that there was no over drilling of the bone as a result of the issue. It was confirmed that no adverse effect was reported (no bone tissue damage, nor any damage). There was a spare device available for use. The reporter stated that the intervention was completed successfully. The surgeon continued drilling with the reported device, proceeded and completed the intervention. The patient status post-operatively was reported to be good and no adverse consequence was encountered. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.